Manufacturer narrative:
H6: investigation summary: no photos or samples were received with the problem. An evaluation using retention samples was performed no issues were found with the retention samples. The DHR evaluation shown that all tests were followed and no problems were identified during the manufacturing related to the problem reported.

Event description:
It was reported that the stopper became loose when milk "above 60ºc" was poured into the bd plastipak¿ syringe luer slip. This occurred with 10 units during use. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe plunger is loosening when we put milk formulas at temperatures above 40ºc, running the risk of the patient suffering an infection or bronchoaspiration." "There was no damage to the patient, the stopper was seen before. There was no medical intervention. It is the stopper that is detaching. Noticed in 10 units. There is no sample / photos - material discarded by nursing. We only handle hot material in the milk at temperatures above 60ºc. We stopped using it after it happened with that batch."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper became loose when milk "above 60ºc" was poured into the bd plastipak¿ syringe luer slip. This occurred with 10 units during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe plunger is loosening when we put milk formulas at temperatures above 40ºc, running the risk of the patient suffering an infection or bronchoaspirating." "There was no damage to the patient, the stopper was seen before. There was no medical intervention. It is the stopper that is detaching. Noticed in 10 units. There is no sample / photos - material discarded by nursing. We only handle hot material in the milk at temperatures above 60ºc. We stopped using it after it happened with that batch."